Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event after announcing a larger-than-usual dinner on the ilet and taking a post-meal walk, following an earlier high reading of 225 mg/dl; the glucose later trended down and reached 70 mg/dl, after which the user treated with oral glucose and recovered. Symptoms included low blood glucose. Outcomes included no injury and no need for medical intervention beyond self-treatment. Investigation included review of device-reported glucose trends and user-reported activities and meal announcement. Investigation of this case revealed that the combination of a higher meal announcement and subsequent physical activity likely contributed to the hypoglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related and activity-related behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.